Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, a vertebral body spreader was in use during a procedure at the hospital. The reporter states the instrument returned from the hospital decontamination (postoperatively) when it was noted that the leaf spring is broken at the side of the handle. The reporter states this did not occur during surgery. . Upon the instruments return it was noted that the screw between the arms is loose causing the tips not to align properly. There was no patient injury, harm or procedural delay was indicated due to the reported event. This report involves one (1) vertebral body spreader- angled. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to depuy synthes, however photos were provided for review. Visual inspection of the provided photographic evidence revealed there were no product problems observed with vertebral body spreader- angled. The alleged condition of broken spring was not clearly visible in the provided evidence. The investigation was not able to confirm the reported event. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the vertebral body spreader- angled would not contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: pdl114 lot number: a7oa03 (wo# (B)(4)) manufacturing site: tuttlingen, release to warehouse date: 25-jan-2005. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 19 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.